Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The last calibration was performed on (B)(6) 2025 and failed with an alarm. The customer recalibrated after the field service engineer's visit, and the calibration passed. The alarm trace showed alarms related to sample quality (abnormal sample aspiration/sample short alarms) on the day of the event. This could indicate an issue with pre-analytical handling of the samples at the customer's site. The pre-analytical checklist provided did not show any abnormality with the pre-analytical handling process by the customer. The field service engineer (fse) replaced the reagents and seals and adjusted the probes and the gear pump pressure. The hardware precision check was acceptable. The customer had no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The initial result not matching the patient's history prompted the repeat of the sample. Qc was within range on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer checked the calibration and qc and found that they were within the acceptable range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with magnesium gen.2 (mg2) assay on a cobas 8000 c702 module. Initial result: 4.33 mg/dl. Repeat result: 2.11 mg/dl. No questionable result was reported to the patient.